Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device experiencing an unexpected loss of power could not be duplicated. However, upon analysis of the device's electronic records, ventec was able to confirm that it did previously experience an unexpected loss of power. Ventec opened the device in order to perform a visual inspection where it was observed that moisture had leaked from the nebulizer relief valve (rv2) down on to its main control board, causing corrosion to its compressor control circuitry. Ventec performed the nebulizer relief valve leak test and found that it was stuck in the open position, which likely allowed the moisture to infiltrate the device resulting in the observed corrosion on the control board. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the cause of the reported issue was contamination (moisture) on the control board.

Event description:
It was reported to ventec that the device unexpectedly shuts down by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.